Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1014067. Medical device expiration date: 2022-07-31. Device manufacture date: 2021-01-14. Medical device lot #: 0352967. Medical device expiration date: 2022-06-30. Device manufacture date: 2020-12-17. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.5 ml blood collection tubes, the device experienced stopper popping out of the tube. This event occurred ten times with lot 1014067. This event occurred ten times with lot 0352967. The following information was provided by the initial reporter. The customer stated: it mainly happens when blood is taken from catheters. When the tube was filled and pulled out of the holder, the stopper came off the tube. Risk of contamination with blood, blood collection must be repeated.

Event description:
It was reported when using the bd vacutainer® 9nc 0.5 ml blood collection tubes, the device experienced stopper popping out of the tube. This event occurred ten times with lot 1014067. This event occurred ten times with lot 0352967. The following information was provided by the initial reporter. The customer stated: it mainly happens when blood is taken from catheters. When the tube was filled and pulled out of the holder, the stopper came off the tube. Risk of contamination with blood, blood collection must be repeated.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off with the incident lot was observed. Additionally, 10 retention samples from each indicated lot from the bd inventory were evaluated by functional testing and the issue of stopper pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.